Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No unexpected number ramping noted. Unable to test for weak battery alarm due to no button response. Used a test keypad, pump responded properly to button presses. No frozen screen noted and the time advanced. The device had a scratched display window and cracked reservoir tube this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 118 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.